Manufacturer narrative:
Dystonia is an off-label indication for the rechargeable ins model 37612.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was noted the ins was implanted after the use before date (ubd). No medical symptoms were reported.